Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was difficult to insert into the stabilizer. Significant force was required to insert the sgc into the stabilizer. A mitraclip was advanced within the patient when it was identified that there was resistance with the m knob and it would no longer turn. The clip was removed from the patient and a replacement mitraclip was selected. A mitraclip xtw was successfully placed on the leaflet and deployed. After deployment the clip came off of the anterior leaflet, and tissue damage was identified. Two additional mitraclips were successfully implanted to stabilize the slda clip. The procedure was discontinued; there was significant resistance while removing the sgc from the stabilizer. Troubleshooting was preformed unsuccessfully and the sgc was removed from the stabilizer connected. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported unable to straighten the cds was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported unable to straighten cds was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.